Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that there is something wrong with the controller. The pt was charging the implant last night from 9-2 and the implant was not charging when usually they can charge the implant in 1.5 hours. Pt rep stated they reset the controller 2 times but still showed "battery is low". Agent asked if pt was sleeping while trying to recharge the implant, pt stated no they were awake. Pt rep also mentioned that last night, the patient feels "surges" while charging the implant and pt usually just feels a steady stream. Pt rep also stated the implant uses more "juice" out of the battery than before as well. Pt rep then said the pt had a fall on the implant battery itself but after testing and a check with doctor and mdt rep a month or so ago, they found no problems but the battery may have broke through scar tissue. Pt rep was not clear on event date but said issues have happened since the fall within the last couple weeks. Agent had pt rep inspect recharger for damage and confirmed no damage. Agent had pt rep unlock controller and saw stimulation as on and controller at 100% and implant at 60%. Agent had pt insert recharger and then pt rep stated the controller has been in a different language for a week or so. Agent walked caller through changing language back to english. Pt rep then confirmed pt was recharging with excellent quality and by the end of the call, implant was at 70%. Pt rep mentioned pt is not as active. The issue was not resolved. The patient was redirected to their healthcare provider to further address the surge feeling and implant battery draining quickly.